Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a battery performance alert (bpa) while analyzing the device image. An abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
This report is to advise on an event observed during analysis.